Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the patient contacted lifescan (lfs) france alleging that the patient¿s onetouch verio2 meter displayed inaccurately low results compared to a laboratory result. The complaint was classified based on the customer service representative (csr) documentation. The reporter did not know when the meter started to read inaccurately. She also did not know how the patient manages his/her diabetes. She reported that on an unknown date and time, the patient obtained an alleged inaccurately low result on the subject meter compared to another meter. The reporter was unable to provide the results for either device. She claimed that on an unknown date and time, the patient¿s ¿nurse has to lower the patient¿s insulin because her results were lower than the lab¿. The reporter denied that the patient had developed any symptoms as a result of the alleged issue and no additional treatment or medical intervention was specified. During troubleshooting, the reporter did not know whether the subject meter was set to the correct unit of measure, whether the test strips had been stored correctly or whether the test strip vial was cracked or broken. She was also unable to confirm whether the patient had followed the correct testing steps. The issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hyperglycemia, nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.